Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -3.5/+3.5/098 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens had an excessive vault and the pupil was unreactive (fixed). The lens remains implanted.

Manufacturer narrative:
The lens was explanted. The lens was returned dry, in a lens case/vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4)